Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 10nov2020.

Event description:
The customer reported during preventive maintenance it wad noted the unit will not operate without battery even when plugged in. The customer verified that the power management part number. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported. The customer confirmed replacement of the power management printed circuit board (pcb) fixed the power on issue.